Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 4 events were reported for this quarter. Product return status: 4 devices were received. Evaluation status: confirmed 4 reported events were confirmed during testing. 4 devices were found to be affected by internal corrosion and missing paint chips. Additional information: 4 devices were not labeled for single-use. 4 devices were not reprocessed and reused.

Event description:
This report summarizes <noe> 4 </noe> malfunction events in which the device reportedly overheated and had paint chips missing. 4 events had no patient involvement; no patient impact.